Event description:
It was reported that the user experienced low glucose readings on the ilet pump and fingerstick after eating, with subsequent review indicating an extra intended meal announcement and one accidental usual meal announcement; the user was temporarily disconnected from the ilet app, reconnected after troubleshooting, and data were synced. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic symptoms. Outcomes included self-treatment with oral carbohydrates and recovery of glucose to target range without medical intervention or hospitalization. Investigation included review of synced device reports and user-reported events along with real-time troubleshooting and education. Investigation of this case revealed user-related meal announcement error with resultant hypoglycemia, with the device and components functioning as designed once connectivity was restored. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement leading to hypoglycemia.